Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer's mother reported low blood glucose of 32 mg/dl. Customer indicated that they have been working with their doctor about the pump settings. Troubleshooting left a voice mail message for the customer to call back to discuss the issue. No further details given.